Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having motor contractions. X-ray was taken and confirmed lead migration. The physician believed that the lead migration affected the nerve roots which caused the anterior motor stimulation and contractions. The patient underwent a revision procedure. The patient was doing fine postoperatively.